Event description:
It was reported through pmi that the patient underwent an initial left reverse shoulder arthroplasty. The patient is considering revision surgery due to unknown reason to replace the glenoid with a patient matched implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product code: phx. Concomitant medical products: 115310 comp rvrs shldr glnsp std 36mm 656050, 110031424 bearing 36mm std 64343857, 113627 comp primary stem 7mm 65027576, 115395 comp rvs cntrl 6.5x25mm 346280, 110031405 mini tray std 64558929, 110031378 versa-dial taper adaptor 619290, 180553 comp lk scr 3.5hex 4.75x30 755320, 180553 comp lk scr 3.5hex 4.75x30 246230, 180550 comp lk scr 3.5hex 4.75x15 787510. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial left reverse shoulder arthroplasty performed on an unknown date. The patient was experiencing range of motion issues due to a malpositioned baseplate. The patient was revised to correct the baseplate. Surgeon was concerned about the glenoid and inquired if a pmi device could be created from a CT scan with the implants in place, if it became necessary to order one. Sales rep made initial inquiry to confirm that the CT scan was sufficient. However, patient is recovering satisfactory and at this time has no need of pmi device.

Manufacturer narrative:
(B)(4). D2: product code: unknown. D4: expiration date: unknown. D4: UDI: unknown. D6a: unknown. H4: unknown. D10: item #: unknown humeral tray lot #: unknown; item #: unknown humeral stem lot #: unknown; item #: unknown humeral bearing lot #: unknown; item #: unknown glenosphere lot #: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. It is alleged that the issue was due to malposition of the implant; however, without medical records, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.